Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the tubing. High blood (526 mg/dl) resulting from the event was addressed by correction injection via multiple daily injection. No further information was available.